Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm plus abdominal aortic aneurysm. It was reported that the patient was admitted with left leg claudication and has very poor left femoral pulses. An mra revealed an occluded left limb of the endograft. The left limb of the endurant graft was thrombosed and could not be opened. The physician did a fem-fem bypass and successfully resolved the occlusion. Per the physician, the cause of thrombosis was due to the patient having chemo and radiation therapy for lung, breast, and brain cancer. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).